Event description:
Staff heard "help"! Found resident lying on left side in doorway of room. Bed-check alarm had not sounded. New pad was tried, but again unit did not alarm. All other systems worked (call light).